Event description:
A sprinter otw balloon dilatation catheter length 20mm, diameter 3.0mm was used to treat a lesion in a patient's calcified and tortuous lad. It was reported that the physician inserted the device and inflated the balloon. The physician failed to deflate the balloon. After several failed attempts to deflate the balloon, it was inflated up to 18 atmospheres when it burst resulting in the lad rupture. The patient was taken for emergency surgery. The device was not returned to medtronic for evaluation.

Manufacturer narrative:
(B) (4). Results: the root cause of this event is undetermined due to limited information received.